Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was an absence of a vibrate alert on the insulin pump. Customer stated their settings were correct. The customer stated the issue occurred during normal use. The customer stated they have changed the battery, but the anomaly persisted. It was also found the insulin pump did not vibrate during a self-test. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.